Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had brightness problem. The device had the correct brightness when the optics were close to the organ to be operated on with the light at the maximum intensity, on the dark column as soon as you move away. The issue was identified during installation. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there were stripes in image. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide (lg)-bundle of the insertion section was broken and therefore the light transmission was not given or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.